Event description:
Attempt was made to remove flat 7mm jackson-pratt drain, but it divided upon attempted removal. The specimen consisted of a 20 cm. Perforated white rain tube and an attached 12 cm. Segment of 6mm plastic tubing.